Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model ec38-i10l. In the event reported, the user stated that the device have poor image quality. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. There is a similar model ec38-i10l-us available for sale in the united states with a 510k #k131855. The device was returned to pentax for further evaluation on service order (B)(4) where the user narrative was confirmed. The device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. On 01-feb-2022, a device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 13feb2020 under normal conditions, pass all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information g4:premarket identification PMA/510(k) g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result.evaluation summary the processor does not recognize the scope because the error message "scope is not connected" is displayed. Based on this, it was determined that the cause was the failure of the scope's driver board.